Event description:
A publication was received titled "left atrial appendage cannulation for left ventricular unloading in a patient with ventricular thrombus on extracorporeal life support," which indicated an impella cp device was implanted for mechanical circulatory support and was prematurely explanted due to insufficient flows during patient support. The patient presented with normotensive cardiogenic shock after subacute anterior wall myocardial infarction deteriorated with pulmonary edema and ventricular fibrillation, requiring venoarterial extracorporeal life support under ongoing cardiopulmonary resuscitation. An impella cp device was placed for left ventricular unloading. However, it was unable to generate flow and was removed. A large left ventricle thrombus was detected as the cause for insufficient impella flow. For urgent left ventricular unloading, a vent cannula was placed via the left atrial appendage through a thoracotomy to bridge the patient to total artificial heart implantation. However, intraoperative transesophageal echocardiogram showed resolution of the left ventricle thrombus, enabling to change the strategy to left ventricular assist device implantation only, which was performed successfully. The patient made a full recovery and was noted to have done well post the event.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Literature citation: schaefer, a.-k., wiedemann, d., heinz, g., riebandt, j., & zilberszac, r. (2024). Left atrial appendage cannulation for left ventricular unloading in a patient with ventricular thrombus on extracorporeal life support. Https://doi.org/10.21203/rs.3.rs-5210610/v1.